Event description:
It was reported there were high impedances after replacement surgery. The pt had 2 leads connected to the stimulator. The impedances were measured intra-operatively and they were normal "across the board." Post-operatively, the pt was not getting any stimulation on the lumbar lead. The impedances were measured again, and all combinations with electrodes (B)(4). The device was going to be "worked with" to see if stimulation could be recaptured. The pt's second lead (a cervical lead) covered the pt's pain "well." Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).